Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, upon device interrogation, device reverted to back up vvi. Patient was not completing follow up visits and the last device interrogation was (B)(6) 2017. Device had normal elective replacement indicator. Patient experienced two episodes of syncope therefore physician elected to replace the device. Device was explanted and a new device was implanted and the patient received a merlin programmer. Patient was stable post procedure.